Manufacturer narrative:
(B)(4) concomitant medical products: biomet ilok pri tib tray 67mm catalog # 141212 lot # unknown, biomet I-beam pri stem 40mm catalog # 141310 lot # unknown, series a pat std 31 3 peg catalog # 184764 lot # unknown, vanguard (tm) dcm cr-lipped tibial bearing catalog # 183422 lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-05396. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient underwent a manipulation due to unknown reason.